Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2016. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. Another unit was used to complete the procedure. There was no patient injury and a ten (10) minute delay in procedure.